Event description:
Related manufacturer reference number: 3006705815-2023-02098. It was reported that patient has experienced ineffective stimulation since implant. Stimulation is only providing right side coverage. Targeted pain pattern is low back and legs with worse pain on left side. X-rays were taken and showed both leads had migrated to the right. Lead diagnostics showed no impedance issues. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.